Event description:
It was reported that the arctic sun device was being used to treat a baby but showed a red screen and then it was not possible to reheat. Per follow up information received on (B)(6)2022, the device panel screen showed the message ¿error (B)(4) (non-recoverable system error secondary outlet water temperature sensor out of range ¿ low resistance)¿ in a red window, and the device is not reheating. The root cause of reheating issue was being investigated at the evaluation on the field service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. During evaluation, the unit did not present the error. User provided a photo (attached) displaying the issue. However, when the device was received at depot, the reported issue could not be reproduced. It was identified that the water flow of the equipment was low. It was identified that the equipment is not heating up. Mixing and circulation pumps were exchanged for flow issues. Heater was replaced for heating issue. The device underwent and passed testing after all repairs. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was in use on a patient. DHR review not required as bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. Labeling review not required as bmd investigation indicates that the reported issue was unconfirmed. The actual/suspected device was evaluated.

Event description:
It was reported that the arctic sun device was being used to treat a baby but showed a red screen and then it was not possible to reheat. Per follow up information received on 01jul2022, the device panel screen showed the message ¿error 74 (non-recoverable system error secondary outlet water temperature sensor out of range ¿ low resistance)¿ in a red window, and the device is not reheating. The root cause of reheating issue was being investigated at the evaluation on the field service. Per sample evaluation results received on 29dec2022, it was identified that the equipment was not heating up. Also identified that the water flow of the equipment was low.